Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under one of the electrodes. There was no alleged device malfunction contributing to the irritation. Patient was recommended to use gentamicin on the sore by someone at the hospital. Patient also bandaged the area and reported that the sore is almost healed.